Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: there are no ¿pump not primed¿ warnings or ¿cartridge detected¿ warnings observed in the black box. Prime history verifies reported prime volumes. Black box shows time and date resetting to default following a power on reset. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. No burr was observed on the piston rod. The internal battery found to be leaking. Battery compartment is cracked from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (large prime volume) issue. It was reported that the pump is not safe to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.